Event description:
Customer reports to have several issues with insulin pump. Customer states that batteries were not lasting more than one week; customer received no delivery alarms, and had scratches on display screen which made it difficult to view the time. Customer declined troubleshooting for any issues as she states she is able to clear no delivery due to problem being a bent cannula usually. Customer was advised to call back should she change her mind. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.